Event description:
It was reported that the patient underwent surgery due to unspecified reasons. The patient had his coloplast penile prosthesis removed and replaced with an inflatable penile prosthesis. There were no patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).